Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter continued to display "apply sample" after a blood sample had been applied to the test strip. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issue started on (B)(6) 2013 at 3pm. The patient informed the csr that she tests her blood glucose twice a day and manages her diabetes with oral medication. The patient denied taking any action regarding her usual diabetes management regimen after the alleged meter issue began; however, claimed she developed symptoms of "sweating" approximately 10 minutes later. The patient stated her spouse gave her ½ a glass of orange juice in response to the symptoms and approximately 30 minutes later she consumed a bottle of glucerna. The patient confirmed feeling better after treatment. At the time of troubleshooting, it was noted that the patient was initially applying the sample incorrectly onto the test strip; however, when a test was performed at the time of the call following the correct testing technique, the alleged meter issue continued. Replacement product was sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue started.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.